Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Concomitant medical products and therapy dates additional analyzer used, architect c16000 analyzer, list number 3l77, serial number (B)(4).

Event description:
The customer observed falsely depressed sodium and potassium results generated while using the architect c16000 analyzer ict module. The following data was provided for one patient. Sid (B)(6) initial results used analyzer c1600375 and repeat results used a different analyzer, c1600561. Sodium initial <100, repeat 141 mmol/l. Potassium initial 2.3, repeat 3.6 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.